Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper in the bd plastipak¿ luer-lok¿ syringe was "skewed" during use, and "cytostatic" couldn't be drawn up further as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber stopper is skewed so that the cytostatic could not be raised further." "Serious injury? No. Exposure to blood/bodily fluid? No. Medical intervention? No. Other actions? Have to take a new syringe".

Event description:
It was reported that the rubber stopper in the bd plastipak¿ luer-lok¿ syringe was "skewed" during use, and "cytostatic" couldn't be drawn up further as a result. The following information was provided by the initial reporter, translated from dutch to english: "the rubber stopper is skewed so that the cytostatic could not be raised further." "Serious injury? No exposure to blood/bodily fluid? No medical intervention? No other actions? Have to take a new syringe".

Manufacturer narrative:
H.6. Investigation summary one photo sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, partially detached from the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used to detect for any missing or improperly assembled plunger and reject any product identified. A device history review was performed for lot 1906205, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Although we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, as well as a failure in the camera system which did not detect the product and properly discard. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.